Event description:
Additional information received reported that the device had been malfunctioning. It was noted that the patient had an appointment with the surgeon on 2014 (B)(6). It was noted that the patient stated that this problem started ¿back in (B)(6) 2013.¿ it was noted that it started acting crazy.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 3998, lot# j0527455v, implanted: (B)(6) 2006, product type: lead; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported that for the past three days prior to this report the patient¿s stimulation was intermediate sometimes. It was noted that sometimes when the patient pressed his hand against the device in his body it would stop working. It was further noted that this happened as well when he laid down on his back. There was no falls or trauma reported. Additional information requested but had not been received as of the date of this report.